Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level reached 19 mmol/l (342mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the needle did not deploy, and the pink slide did not move forward. Hyperglycemia treated with a correctional bolus and a new pod.